Event description:
It was reported that the radio frequency (rf) head was unable to interrogate the implanted device. The rf head was still not able to interrogate a different device. The rf head was disposed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).